Event description:
Initial reporter indicated that they were having a communication issue with their programming wand. The wand was returned to the (B) (4) office and noted to have an issue with the battery cover. The wand is in product analysis pending analysis completion.